Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. As the subject device was discarded and will not be returned to edwards for evaluation, the cause of the reported stenosis could not be positively identified and evaluated. There has been no information of a device quality deficiency during manufacturing that may have caused or contributed to this event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the edwards' valve was explanted after an implant duration of approximately 45 months, and replaced with same model/size device. Through follow-up, it was reported that the valve was explanted due to stenosis and structural valve degeneration. Patient had undergone am orthotopic heart transplantation at 1 year of age. The operative report provided states "at surgery, we found a severely stenotic prosthetic tricuspid valve with the leaflets really fixed in the middle and scarred down, making the central orifice quite small. The valve was explanted and a new #27 carpentier-edwards prothetic valve was put in. We had preserved the native tricuspid valve leaflets at the first valve replacement [when the subject prosthesis was implanted] and we now excised them just on the odd chance that they may have somehow contributed to the tricuspid stenosis...at the end of the procedure, we had no trouble coming off cardiopulmonary bypass and the patient was perfectly stable going into the intensive care unit." The operative report also documents the observation of the explanted valve, "once the valve was removed...we saw the scarred anterior leaflet of the [native] tricuspid valve and we wondered whether this played any role in causing or contributing to the tricuspid prosthetic stenosis, so this was excised as well as the posterolateral leaflets".